Event description:
I have a respironics autosv advanced bipap machine with less than 400 hours of use. The machine has rebooted on multiple occasions in the middle of the night, sometimes three times in a row before displaying a "device inoperable" message. Sometimes the machine will function for two or three nights of sleep and then it will randomly stop with an error. I depend on this machine to sleep appropriately at night and this product defect is preventing that. The machine is a model 950p with a serial number (B)(4). I searched for a used replacement machine and found another identical model. The second machine has the same problem. It's serial number is (B)(4). I called my durable medical equipment provider ((B)(4)) and they indicated that they couldn't help me because I hadn't purchased the machine through them and they told me to call respironics. The representative at respironics told me they were just a manufacturer and that I should contact my provider. I'm being sent in circles and nobody being accountable. The respironics representative never asked me for any information regarding the machine serial number, etc. It seems to be a poor quality control policy not to track machine defect issues and not to ask a pt who contacted them for basic information to track and determine if there is a reoccurring issue on this particular model. I am very disappointed with the experience and am looking for alternatives to this very expensive machine so that I can get back to proper sleep.